Manufacturer narrative:
The explanted device will not be evaluated as it is was discarded by the medical facility.

Event description:
A report of the patient's precision system explanted was received. No information about the reason for explant was available.